Event description:
It was reported that the radiofrequency (rf) head was "not working". The device was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device failed uplink functional testing and had intermittent interrogation due to the cable being out of electrical specification. (B)(4).